Manufacturer narrative:
The director of nursing at the user facility further reported the disinfectant solution's effective minimum concentration is checked after every scope. There were no problems reported with their automated endoscope reprocessor (aer). The aer's last preventive maintenance was in (B)(6) 2018. The scope is flushed after use and is leak tested prior to manual cleaning. The last reprocessing in-service was conducted on (B)(6) 2018. All personnel are trained and the scopes are individually hung vertically inside a cabinet. As part of the investigation, an endoscopy support specialist (ess) was dispatched to the user facility to observe the facility's reprocessing practice. The ess did not note any deviations as the ess completed a cleaning disinfection and sterilization (cds) care and handling in-service on scopes with the staff. In-service included all cds information contained in the instruction/reprocessing manual. Additionally, the ess provided repair reduction information. Each personnel performed a return demonstration. The scope was returned to the service center for evaluation. The scope was submerged under water for air leak testing and the scope fails leak check. During the leak test, excessive bubbles were coming from the instrument channel opening at the proximal end. Further inspection of the instrument channel, a void/hole was found approximately 20 mm from the distal end. There were excessive scrapes marks on the channel interior wall; there were no black particles, debris, black fluids were noted. In an attempt to replicate the reported phenomenon by injecting fluids down the instrument biopsy port to see whether any particles, debris or black matter exiting from the channel but was unable to observe any black particles during the flush. There were fluids found on the light guide lens, excessive dents on the distal end cover and excessive buckles on the insertion tube right below the bending cover glue noted during the inspection. The scope image was also inspected and found no abnormalities. The likely cause of the hole in the channel can be attributed to impact/force applied from an accessory or sharp instrument. A review of the service history of the scope indicates the scope was purchased on (B)(6) 2017 with one repair, not related to leaks in the scope. The cause of the reported black foreign fluid leaking from the scope could not be confirmed as there was no black colored fluid noted on the scope.

Event description:
The service center was informed that during an esophagogastroduodenoscopy (egd) procedure, a foreign black colored liquid was dripping out onto the lens and into the stomach of the patient. The foreign black colored liquid was aspirated out of the patient. There was no patient infection, serious injury or death reported.

Manufacturer narrative:
This supplemental report is being submitted to correct device available for evaluation and date received by MFR..